Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was not giving off audio during alarms. Blood glucose level at the time of incident was unknown. Troubleshooting did not resolve issue. Insulin pump will be returned for analysis.

Manufacturer narrative:
Audio or vibrate anomaly or absence of alarm and hardware low level failures confirmed during testing. Noted broken trace at pin 1 of ambient light sensor and isolated audio/vibrate anomaly/absence of alarm failure keypad assembly. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test.